Event description:
It was reported the right ventricular (rv) lead had an increasing threshold over several months which resulted in the device reaching elective replacement indicator early. The rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia equal to 210 ms on (B)(6) 2012. There was ventricular fibrillation less than equal to 200 ms average v-cycle between (B)(6) 2009 and (B)(6) 2011.